Event description:
Note: this report pertains to one of two cre pro wireguided balloons that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2025. During the procedure, when doing an esophagus dilatation, a small hole at the tip of the balloon was notice. A second cre pro wireguided dilatation balloon was used; however, the same problem occurred. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.